Event description:
Device 1 of 2: reference MFR report: 1627487-2012-11426. The pt received two leads with the same lot number. It was reported, the pt was unable to increase her stimulation; the system was auto-reducing. The sjm representative met with the pt and reprogrammed the scs system. It was reported both leads had invalid contacts, and stimulation was only regained on one side of her back. Follow up identified the pt was to undergo a different surgical procedure for her back, so the pt requested for the scs system to be removed. The physician explanted the entire system during the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.